Manufacturer narrative:
According to the complaint description, the instrument adaptor got stuck in the instrument holder and had to be forcefully pushed out of the instrument holder. As mentioned by the reporter, the plastic from the drape got stuck in between the adaptor and the instrument holder and was likely causing the adaptor to stick in place. No new event related to this issue has been reported since this event.

Event description:
The fse was present for a biopsy and ablation case with tu surgeon. During this case, the site used a rosa 2.2 instrument guide to take a biopsy. When trying to remove the 2.2 guide after completing the biopsy, the 2.2 guide was stuck in the instrument holder and had to be forcefully pushed out of the instrument holder. It was discovered that a piece of plastic from the drape got stuck in between the 2.2 adaptor and the instrument holder and was likely causing the adaptor to stick in place. The 2.2 adaptor and instrument holder were not damaged. No patient impact, delay to case about 5 mins, after first incision.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The fse was present for a biopsy and ablation case with the surgeon. During this case, the site used a rosa 2.2 instrument guide to take a biopsy. When trying to remove the 2.2 guide after completing the biopsy, the 2.2 guide was stuck in the instrument holder and had to be forcefully pushed out of the instrument holder. It was discovered that a piece of plastic from the drape got stuck in between the 2.2 adaptor and the instrument holder and was likely causing the adaptor to stick in place. The 2.2 adaptor and instrument holder were not damaged. No patient impact, delay to case about 5 mins, after first incision.